Event description:
Account obtained different co2 results for differnt sample tubes drawn from the same pt at the same time. The pt was treated with bicarbonate based on the lowest result. No malfunction of the analysis or reagent could be confirmed.